Event description:
It was reported that the balloon did not deflate during testing, outside the patient. When the customer tested the balloon later, they thought there was no balloon on the catheter. The product was not used and no injury occurred.

Manufacturer narrative:
One swan-ganz catheter was received with an attached monoject 1.5cc limited volume syringe. Moisture was observed inside the balloon. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage; however, the balloon failed to deflate due to the moisture inside. Once the moisture was cleared from the balloon, it deflated. As stated in the product IFU, "bacteria-filtered carbon dioxide is the recommended inflation medium because of its rapid absorption into the blood in the event of balloon rupture within the circulation. Do not use liquid." The balloon deflated in 2 seconds without a syringe attached, which is within the allowable specification. The balloon failed to deflate fully with returned syringe attached. Also stated in the IFU is guidance for deflation: 'passively deflate the balloon by removing the syringe from the gate valve'. All through lumens were patent without any leakage or occlusion. No visible damage was observed on the catheter body or returned monoject 1.5cc limited volume syringe. All through lumens were tested for patency and leakage as follows: a 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip, the entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. Visual examination was performed under 10x magnification. Review of the available information suggests that device handling may have contributed to the event reported. No actions will be taken at this time.